Event description:
Case description: this consumer report was received from a us consumer and concerns a 29-year-old female patient. The patient was injected with radiesse (+) into the face, in 2024. Concomitant medication included ashwagandha, claritin, flonase, magnesium glycinate, methylated b complex, probiotic, vitamin d, and vyvanse. On (B)(6) 2024 (also reported as approximately 1 week post-injection), after the radiesse (+) injection, the patient experienced an autoimmune/inflammatory syndrome induced by adjuvants (also reported as asia). She experienced new systemic symptoms including head and facial pressure, ear fullness, cranial tightness, lightheadedness, disequilibrium, and persistent visual disturbances, all followed by intermittent cold sensations across the scalp and face, migratory nerve tingling, and a sensation of cranial pressure resembling a tight band and confusion, cognitive decline, memory issues, processing delay, and arrhythmia symptoms. Symptoms persisted for over 8 months, significantly affecting the patient's quality of life, including confusion, cognitive decline, memory issues and processing delay. Evaluation by multiple specialists was prompted, including multiple emergency room (reported as ER) visits, 2 neurologists, orthopedic specialists to rule out cerebrospinal fluid (reported as csf) leak/craniocervical instability (reported as cci), ear, nose and throat physician (reported as ent), cardiology for new arrhythmia symptoms (reported as sxs), upper cervical spine specialists, functional medicine providers, immunology and allergy specialists. Workup, including laboratory tests and imaging, 3 brain magnetic resonance imaging (reported as MRI), 1 brain computed tomography (CT), cervical spine MRI and x-ray, ruled out structural or primary neurologic pathology. The patient reported that several specialists suspected an immune-mediated adverse reactions, possibly related to autoimmune and inflammatory syndrome induced by adjuvants (also reported as asia), triggered by the radiesse (+) injection. There was no prior history of similar symptoms, and the timeline of symptom onset and progression closely correlated with the timing of the injection. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of asia syndrome was assessed as unexpected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). The reported head and facial pressure, ear fullness, cranial tightness/pressure resembling a tight band, lightheadedness, disequilibrium, persistent visual disturbances, intermittent cold sensations across the scalp and face, migratory nerve tingling, confusion, cognitive decline/memory issues/processing delay, and arrhythmia symptoms were considered to be symptoms of the event asia syndrome and therefore were not coded. This is a consumer case and medical confirmation is pending. Based on the information provided, this case was assessed as reportable to the FDA as the event of asia syndrome was deemed to meet the serious injury criteria of disability or permanent damage, as permanent damage cannot be excluded with certainty.